Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during observation, the cs300 intra-aortic balloon pump (iabp) customer realized there was low battery backup. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to verify the reported malfunction. The fse stated that both batteries required replacement. The iabp was functioning properly on mains, but there was no battery backup. At this time, the customer has not requested for getinge to repair the iabp. The iabp was cleared for clinical use. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.